Event description:
It was reported that the patient line of a cassette became disconnected from a patient¿s transfer set while they were asleep. This occurred during drain cycle three of six in peritoneal dialysis therapy. The technical services representative assisted the care giver in closing the transfer set and ending therapy. The patient was to call the nurse. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.